Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia and convulsions. It was also reported that the customer was not waking up when the insulin pump would give the low blood glucose alarms. Nothing further was reported.